Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed; however, the exact mechanism of damage could not be determined. One 4fr single-lumen powerpicc solo was returned for investigation. The PICC had been cut near the 35 cm depth mark. The distal segment of the catheter tubing was not returned for investigation. The 3cg stylet remained within the catheter and the distal end of the stylet extended 8cm beyond the cut end of the catheter. The polyimide tubing was 4.8cm in length, which indicates the stylet tip was incomplete. A microscope examination of the polyimide tubing revealed that the break in the core wire and magnet coincided with the break in the polyimide tubing. The surface at the distal end of the broken polyimide tubing appeared uneven and granular. The wall thickness of the polyimide tubing was within specification. Since the catheter exhibited evidence of manipulation, kinking of the polyimide tubing and advancement against resistance may have been potential contributing factors in the observed damage; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redx0733 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that customer states that it looks like the wire is about to break off. Additional information received 3/2/2020: customer believes the PICC wire was bent before he used it. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx0733 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that customer states that it looks like the wire is about to break off. Additional information received 3/2/2020: customer believes the PICC wire was bent before he used it. No other information was provided.